Manufacturer narrative:
Literature searches regarding exposure to loud sounds, including the occupational safety and health administration (osha) and national institute for occupational safety and health (niosh) guidelines, show that given a 120db, 50ms noise that would fall within the guidelines for allowable exposure. Furthermore, a brief exposure to a noise of 120db spl at 1000 hz would have no permanent effect on hearing sensitivity and is unlikely to cause even a temporary threshold shift (tts).

Event description:
A healthy patient, with no prior hearing issues, entered a "hearing chamber", had headphones placed on and underwent a hearing test. The patient claims to have experienced a loud sound through his left ear. Patient claims to have suffered a hearing loss.